Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d4 UDI number g3; h2; h3; h4; h5; h6; h8. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned product identified the device had fractured at the first measurement notch from the handle. There is scuffing on the handle of the device and the tip of the measurement shaft is bent. Review of the device history record(s) identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
It was reported the surgeon was using the depth gauge to check size of hip screw through the cup and the gauge broke. No further information is available.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.